Manufacturer narrative:
This report is for an unk extraction instruments: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this case to capture the previous events mentioned in the event description of (B)(4): nail removal set has been sent out with stripped threads again. Surgeon wants to know why we keep sending out nail removal sets with stripped threads. This is the second time in a matter of months that this has happened to him and he said that the company shouldn¿t be sending out a nail removal set that has broken instruments. A second surgeon also commented to me on the same phone call that this always happens with our nail removal sets. This report is for one (1) unk extraction instruments. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d7 g2 h5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that during a procedure on an unknown date in 2021, the surgeon had trouble removing the nail due to broken nail removal set with threads stripped.